Event description:
A hospital clinical manager reported that the wire of a disposable sparked during an endosocopic retrograde chohangio pancreatography (e.r.c.p.) Procedure. The procedure was completed and there were no immediate complications related to the occurrence. Although the patient developed pancreatitis following the procedure, the manager stated that pancreatitis is associated with e.r.c.p.'s due to the nature of the procedure. Details of the patient's condition are not known. Background: although a hospital assistant clinical manager does not know the details of the patient procedure described above, she was able to provide the following information regarding adverse reactions related to e.r.c.p. Procedures. The assistant manager stated that pancreatitis can develop within hours or a day following a procedure. If a patient becomes ill after a certain point, it would no longer be considered to be related to the procedure. The assistant manager stated that treatment is not always required-it depends on the severity of a patient's condition.